Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a flush/loose drive support disk. The device was received with missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 133mg/dl. The caller stated that the insulin pump alarmed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.